Event description:
It was reported that pump displayed a cgm error 42. There was no reported impact to the customer¿s blood glucose level. Customer was advised that pump would be replaced and planned to use multiple daily injections as backup insulin therapy.